Event description:
Additional information received for the customer confirming the event occurs immediately after the start of the procedure. The patient was under general anesthesia for about 1 hour and the procedure was for therapeutic purposes. Pre-use inspection was performed and no problems found. The procedure was postponed to the next day due to interruption of treatment. No health hazard to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon of "no image" is likely due to the cable was overloaded which led to cable failure. However, the root cause could not be determined. Additionally, the phenomenon of the "b30 error code" is possibly due to poor communication occurred caused by cable failure. The root cause of the failure could not be identified. The event can be prevented by following the instructions for use which state: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ·do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during a transurethral lithotripsy, the hd camera head presented with image noise followed by image loss. The procedure was aborted intraoperatively due to lack of another device and will be scheduled for another time. The camera head was isolated and inspected at the site with the connected equipment. It was determined that the issue was due to the camera head. There was no report of patient harm due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon testing of the returned device and the reported complaint was confirmed. The evaluation found the following: 1.) The b30 error code was confirmed. 2.) The report of noise and blackout was confirmed. 3.) The boot of the camera head side appeared to be readily detached. 4.) The watertightenss test passed. 5.) The focus did not function. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.